Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the valve and opening curved on radius leak test and microscopic analysis was performed which identified: striated opening on radius, delamination of the valve and white particles inner device. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A delamination total of the valve (adhesive failure).